Manufacturer narrative:
D4 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the subject cpr3 head was confirmed to be dysfunctional with two programmer.

Event description:
Reportedly, the subject cpr3 head was confirmed to be dysfunctional with two programmer.